Event description:
Customer reported that screen was hard to read due to being blurry. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.